Event description:
Plugged product into generator. The "cut" button did not work. Unplugged product from the generator and plugged back in. Received "f3" fault message - changed to another product with different lot # and it worked.